Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: I wanted to share that our ICU has experienced the following concern: date: 8/25. ICU noted that 1 alaris pump infusion set came apart at the y-site below the safety clamp. Product: set primary 2-port ¿ #2420-0500. Lot # (10)20053393. Additionally our ER department stated this month they experienced several alaris set primary 3-port -#2426-0500 concerns; tube separation at the clamp port, however materials is pending the department to share if they still have the product/can identify the lot# associated with these events.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/09/2020. Investigation conclusion. It was reported that ER had several tubes separate at the clamp port. Received from the customer is one partial set consisting only of the slide clamp in an open 2426-0500 package lot 20053393. No functional testing could be performed due to the customer only sending in a slide clamp. Since the tubing was not returned for evaluation, it was not possible to determine the cause for the customer's report of "separation. A device history record for model 2426-0500 with lot number 20053393 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customers report of several tubes separated at the clamp port was not confirmed. The root cause of the customer's report could not be determined as they only sent in a slide clamp.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: I wanted to share that our ICU has experienced the following concern: date:(B)(6). ICU noted that 1 alaris pump infusion set came apart at the y-site below the safety clamp. O product: set primary 2-port ¿ #2420-0500. O lot # (10)20053393. Additionally our ER department stated this month they experienced several alaris set primary 3-port -#2426-0500 concerns; tube separation at the clamp port, however materials is pending the department to share if they still have the product/can identify the lot# associated with these events.